Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device presented to the emergency room after hearing tones from this device. Interrogation revealed this device had reached end of life (eol) due to extended charge times. There was concern that this device reached eol more rapidly than expected. A decision was made to replace this device in the near future. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators product advisory initially communicated on (B)(6) 2007 .

Manufacturer narrative:
Without a device return, this reported clinical allegation cannot be confirmed nor denied. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
As of this date, this device has not been returned for analysis and no further information has been been obtained.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.